Event description:
The customer contacted beckman coulter inc. To report a cartridge chemistry sample syringe shear valve leak. The customer did not report any injury or exposure to the fluid. The customer was wearing ppe consisting of gloves and lab coat when he discovered the event. No injury or exposure was reported. Hotline had the customer replace the valve to resolve the issue.

Manufacturer narrative:
(B)(4).